Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cycler set door of their cycler. While removing the cassette, the patient noticed the inside of the cassette door was wet. Additionally, the patient reported receiving an m83 pump a vs. B volume error during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the peritoneal dialysis nurse (pdrn), becky confirmed the reported fluid leak event on (B)(6) 2021 occurred inside the cassette door and fluid was found on the cassette. Becky could not confirm during what phase of treatment the fluid leak occurred. Becky stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Becky stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment since the treatment was near complete. Becky confirmed that the patient has received the replacement cycler. The old cycler is also available to be picked up and returned.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid encountered within the cassette compartment. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. Clog in hp1, hp2, hp3. Replaced. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cycler set door of their cycler. While removing the cassette, the patient noticed the inside of the cassette door was wet. Additionally, the patient reported receiving an m83 pump a vs. B volume error during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported fluid leak event on (B)(6) 2021 occurred inside the cassette door and fluid was found on the cassette. The pdrn could not confirm during what phase of treatment the fluid leak occurred. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Becky stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment since the treatment was near complete. Becky confirmed that the patient has received the replacement cycler. The old cycler is also available to be picked up and returned.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cycler set door of their cycler. While removing the cassette, the patient noticed the inside of the cassette door was wet. Additionally, the patient reported receiving an m83 pump a vs. B volume error during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the peritoneal dialysis nurse (pdrn), (B)(6) confirmed the reported fluid leak event on (B)(6) 2021 occurred inside the cassette door and fluid was found on the cassette. (B)(6) could not confirm during what phase of treatment the fluid leak occurred. (B)(6) stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. (B)(6) stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment since the treatment was near complete. (B)(6) confirmed that the patient has received the replacement cycler. The old cycler is also available to be picked up and returned.